Event description:
It was reported by the clinician that a lead warning occurred due to low lead impedance and questioned the lead insulation. It was further reported that the remote monitoring report noted that there has been low lead impedance on the chronic atrial lead trend since the patient's implantable pulse generator was changed out. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.